Event description:
Nose bleed, nasal swab test; I went to (B)(6) for a weekly covid test (I am required to test weekly). This particular time, the technician went too far into my left nostril and it caused immediate excruciating pain. Seconds later I felt liquid come out of my nose and it was blood. It was pouring out and I soaked my mask, and two paper towels. After applying pressure luckily the bleeding subsided enough to leave the drive through testing site. Immediately after I had sinus pain and a headache started approximately 30 minutes later. I emailed my doctor and was told I should be okay since the bleeding did stop, but to take certain precautions like not blowing my nose, no nasal sprays, and not taking ibuprofen for a couple days. Eight hours later my left nostril burns when I breathe and still have a headache. FDA safety report ID#: (B)(4).